Manufacturer narrative:
The customer's experience of an overinfusion was not confirmed. The pcu event log shows that at 10:32 am on (B)(6) 2016 the device was programmed to infuse drugid 2 at 50ml/hr with a vtbi of 300ml. Approximately 4 hours later the vtbi was changed to 900ml; there were no alarms prior to the change. At 2:59 pm the volume infused was cleared. At 3:07 pm, the device was channeled off, which powered off the system. The volume recorded as being infused during this period was 226.864ml. The starting volume of the fluid container cannot be determined through device logs. The dataset was not received, and neither the pump module or the disposable set were returned for investigation. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer requested an event log review; reportedly a primary infusion of 1000ml of 0.45% ns was programmed to infuse on a pediatric patient at 50 ml/hr however after 4 hours the bag was noted to be empty. The customer notes that there was no tubing leak, and "no adverse patient reaction". Although requested the customer declined to provide the hospital dataset, and the customer stated that the device will not be sent in as they do not believe there was any pump failure; the log review is requested to check programming to determine if someone "interfered" with the infusion program.